Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be one or more cycle's advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 00:45:32. During night drain cycle four, the patient's ultrafiltration reading was 1234ml, indicating the home patient (hp) drained 1234ml more than their maximum programmed fill volume of 1500ml. No additional information is available.